Event description:
Medtronic received a report that a pipeline patient experienced hematoma or hemorrhage at the puncture site, hypotension, hypertension, anemia, and thrombocytopenia on (B)(6) 2022. They were hospitalized and vascular repair surgery was conducted. The patient recovered on (B)(6) 2022. Antiplatelet therapy had been administered, but anticoagulation therapy had not. The patient's mrs score was 3 on (B)(6) 2021.  The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c7 segment of the right internal carotid artery. The max diameter was 6.8mm, the height was 4.7mm, the dome diameter was 5.4mm, and the neck was 4.9mm. The diameter of the proximal end of the implanted flow diverter was 3.3mm, and the diameter of the distal end of the indwelling flow diverter was 3.8mm. It was noted there was the presence of fetality of posterior communicating artery (pcom), meaning that the proximal region (p1) of the posterior cerebral artery was narrow, and there was dysplasia or p1 defect. A stent assist (half-t) was performed on the pcom, coil embolization was performed, and then flow diverter placement was performed on the same day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported vascular repair (vascular surgery) was performed. The outcome date was 2022/02/14. The outcome was recovered.